Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent inguinal hernia repair on (B)(6) 2014 and mesh was implanted. Following the procedure, the patient experienced a rash with large red bumps on the legs. The patient states that the repair has failed and a second procedure for repair will be required. The revision surgery has not yet been scheduled. The patient is being seen by an allergist for treatment and evaluation of allergic response. Additional information has been requested.